Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that ten days post implant of the implantable pulse generator (ipg) system pocket infection was noted. The device was removed and the site sterilized. Two days after system removal the original device was reimplanted. No further patient complications have been reported as a result of this event.